Event description:
A medtronic representative reported that while in a spine case there was an alleged inaccuracy that was corrected by a few movements of an instrument. The inconsistency was in the anterior/posterior (ap) view and based on the angle of trajectory of the instrument; the lateral image was fine. They were using the perc pin and doing l4, l5 s1 fusion with two interbodies. The medtronic representative described having a screw placed perfectly in the software, however, the confirmation fluoro shot showed the screw was only halfway into the pedicle. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the patient reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.